Manufacturer narrative:
Concomitant medical products: serial # (B)(4) was added to this report as a concomitant device because it is related to this event. Manufacturer's investigation conclusion: a direct correlation between the centrimag blood pump and the reported event could not conclusively be established through this evaluation. It was reported that the patient expired due to an intracranial hemorrhage. The death was not related to the device and it operated as expected. It was also reported that the patient had a failed heartware device that was exchanged for an hm3 and that the patient needed rvad support during the exchange. Additional information was provided stating on (B)(6) 2019 the patient¿s first rvad was explanted. The patient did not tolerate the explanation, so the patient required urgent tandem protec right ventricle support on (B)(6) 2019. The second rvad was placed on (B)(6) 2019. It was reported the patient expired on the second centrimag blood pump. The centrimag blood pump has not been returned to date. The centrimag blood pump IFU lists death, bleeding, and stroke as adverse events that may be associated with the use on the centrimag vad. Centrimag blood pump IFU rev. 08, was released in january of 2013. Death, bleeding, and stroke are listed as adverse events that may be associated with the use on the centrimag vad. It also and contains the following warnings and precautions: IFU warning #1: carefully read all warnings, precautions, manuals, and instructions for use for this and all related thoratec extracorporeal devices prior to use. Failure to read and follow all instruction, or failure to observe all stated warnings, could cause serious injury or death to the patient. IFU caution #15: always have a spare centrimag blood pump, back-up console, and equipment available for change out. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Describe event or problem: the heartmate 3 is captured under MFR# 2916596-2019-04093. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. The patient expired due to intracranial hemorrhage. The patient was originally on another manufacturer's device before requiring an exchange due to device failure. In order to exchange the heartware device for the heartmate 3, the patient required rvad support from the centrimag but once the exchange was complete the patient could not come off of the rvad support and expired while on both the centrimag and the heartmate 3. It is unclear which, if either device contributed to the patient outcome.